Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of chronic low back pain and spi nal pain. It was reported that the patient was not getting therapy relief and wanted to meet with a manufacturer representative to have adjustments made. The patient tried to adjust stimulation, but it would not go any higher. No further complications are anticipated.